Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was unable to log in. A technical support specialist remotely accessed the station and applied knowledge article 000012204 to change the database recovery model from full to simple. The technical support specialist verified drives c and d, repaired the medical application, and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system was unable to log in. The customer had tried to reboot the device, but it did not resolve the issue. The customer also stated that the issue caused a 10-minute delay in dispensing the medications which affected patient care. There were no adverse events or injuries reported based on this incident.